Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was detected during a device check. The atrial lead was suggested to be tested in clinic to rule out any possibility of being damaged. The patient was under ambulatory care and was not in a suitable condition to perform provocative testing at the time. The patient will continue to be monitored and further testing will be performed during the next clinic visit.